Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted on the hospital procedure record, a lead had "malfunctioned" and was abandoned (not extracted). During a revision procedure (for unrelated device), pocket infection was noted and the lead was fully extracted. No further patient complications were reported as a result of this event.